Event description:
Brain aneurysm [intracranial aneurysm]. Stroke [cerebrovascular accident]. Case description: a consumer reported that they, an adult female age unspecified, have been using fixodent denture adhesive, free cream and fixodent denture adhesive, form/version unk, 1 application of fixodent once daily for quite a few years, and recently had a stroke and a brain aneurysm. She has visited her physician. The case outcome was unk. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.